Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during equipment checks a universal femur nail without the characteristic curve was found. This is 1 of 1 report for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device history report was indeterminate. Manufacturing documents were reviewed and no complaint related issues were found